Event description:
It was reported that a cerebral vascular accident occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. In (B)(6) 2020, the patient had an ischemic stroke. The duration of local or widespread neurological disorder was less than 24 hours and bleeding and infarction were newly observed during an imaging examination. No additional information is known at this time. It was further reported that the stroke was a transient ischemic attack (tia). To manage the tia, the patient had a magnetic resonance imaging (MRI) and medication changes. Since a cerebral infarction was found, medication was changed from warfarin to xarelto. At the time of the visit, the patient was not hospitalized because the symptoms resolved. The mechanism of the stroke is unknown, but the physician believed it may not be cardiogenic because it was so small. At the time of the stroke before implantation, the patient was on warfarin and after implantation was on warfarin before this was switched to xarelto. International normalized ratio (inr) at the time of visit when the symptoms appeared was 1.3. The patient is currently healthy without any other effect.

Event description:
It was reported that a cerebral vascular accident occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. In (B)(6) 2020, the patient had an ischemic stroke. The duration of local or widespread neurological disorder was less than 24 hours and bleeding and infarction were newly observed during an imaging examination. No additional information is known at this time.